Event description:
The lead wire failed in the guidant bipolar endocardial pacing lead, model 4456 52 cm, insignia ultra sr model 1190, guidant MFR in late 2005. The next day, another guidant bipolar endocardial pacing lead, model 4470 52 cm, expiration date 09/21/2005 was inserted. The first defibrillator had been recalled but we, the family, did not know this. The second defibrillator, in addition to being a recalled brand had an expiration date three months prior to installation. I do not know if this was a single-use device that was reprocessed.